Event description:
It was reported the patient was in his powered wheelchair on a stairway landing when he lost control of the chair. The powered wheelchair and the patient tumbled down the stairs; with the wheelchair ultimately landing on top of the patient at the bottom of the stair case. The injuries the patient sustained in the fall were not provided to the manufacturer; however, the patient's family reported the patient died as a result of his injuries.

Manufacturer narrative:
The patient's death is reportedly under investigation; however, there is no allegation from a health care professional that the patient's death was related to a malfunction of the device. No additional information is available.